Event description:
Report received of a non-delivery of propofol. The patient was in the ccu receiving propofol at 60ml/hour. The infusion was being titrated, but the tubing was never removed from the device or manipulated in any way. Approximately 6 hours after the infusion was initiated, it was noted that no fluid had been delivered to the patient. There were no pump alarms. The staff did not check to see if fluid was dripping in the drip chamber at the initiation of therapy. It was reported that the tubing was properly loaded into the pump. The pump was replaced. There was no reported adverse effect to the patient. No medical interventions were required.